Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). All codes apply to both interstim ii and product ID: 3889-28. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative regarding a patient implanted with a neurostimulator. It was reported that the patient did not feel stimulation and her retention had returned. The patient stated that she had to self-catheterize and would also get more urinary tract infections (utis). The patient noted that she had fallen twice in the last year right on the battery. It was noted that the patient had an x-ray, an impedance check that showed all electrodes were greater than 4000, and the battery was 29-39 months. The patient mentioned that the health care professional would replace the battery and lead but it was not yet scheduled. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va0ql04, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient mentioned they had several falls and busted their first stimulator. The patient stated their healthcare provider found out the lead had broken off from the ins and that was why they had it removed in 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was not determined but was possibly due to a fall that was reported. The manufacturing representative stated that the devices were still implanted but they would schedule a replacement. The cause of the urinary tract infections (utis) were also unknown. There were no further symptoms or complications reported or anticipated.